Event description:
It was reported that 4 days post op, a da vinci si hysterectomy procedure, a 5mm perforation of the pt's bowel was observed during a laparoscopic colostomy procedure. In 2009, the surgeon provided the following additional info: pre-operatively, the pt experienced complications of severe bowel impaction (hard stool) throughout the entire large intestine due to diverticulosis. The pt's bowel was infused with an enema and contrast all the way to the cecum to aid in the movement of the pt's bowel. In addition, the pt had a colostomy tube that presented leakage thus causing the pt to develop an infection. It is unk how damage to the pt's bowel occurred; however, the perforation may have been introduced during the enema and contrast procedure. The pt remains hospitalized as of the same day. In addition, the infection is under control and the pt is reported to be doing well.

Manufacturer narrative:
Per the info provided by the customer, it is indeterminable as to how injury to the pt's bowel occurred. As of 10/22/2009, there have been no reported recurrence of the issue at this hospital.